Event description:
The pt underwent an open colorectal anterior resection due to colonic cancer. The anastomosis was created with the colonring device. According to the report, the pt returned 1 day after discharge having excruciating pain following bowel movement that am. CT scan showed massive free air. The pt was taken to the operating room the same day and the anastomosis was resected with hole noted posteriorly. Hartman procedure was done with irrigation of the abdomen. The pt made a fairly uneventful recovery and is currently doing well.

Manufacturer narrative:
This report is submitted on behalf of the MFR (novogi, (B)(4), previously, niti surgical solutions, (B)(4); 3005278776) and the importer (novogi, (B)(4)., previously, niti surgical solutions, (B)(4). 3006298502), as novogi, (B)(4)., serves as the designated complaint handling unit for both facilities. The device was not available for eval and no add'l info is available. No conclusions could be drawn based on the available info. Anastomotic leakage is one of the most common complications of colorectal anastomotic procedures with no relation to the method used for the creation of the anastomosis. The current cumulative leak rate associated with the use of the colonring device is within the range reported in the literature for other methods.